Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pace impedances and noise. The pace impedances were less than 200 ohms. At this time, the lead remains in service. No adverse patient effects were reported.